Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18april2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer was educated on the differences between the oxygen solenoid valve and the flow sensor assembly. The customer reported that they will replace the flow sensor assembly. The customer reported replacing the flow sensor assembly and the issue was resolved.

Event description:
It was reported that the unit failed oxygen accuracy testing. There was no patient involvement. Event date not specified; estimate used.